Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6).

Event description:
It was reported that patient needs to charge the implantable pulse generator more often and spinal cord stimulator lead had multiple impedances. It was noted that patient was not able to get enough pain relief from the spinal cord stimulator (scs) device. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively.

Event description:
It was reported that patient needs to charge the implantable pulse generator more often and spinal cord stimulator lead had multiple impedances. It was noted that patient was not able to get enough pain relief from the spinal cord stimulator (scs) device. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively.

Manufacturer narrative:
The returned of spinal cord stimulator lead with model of sc-2218-50 and a serial of (B)(6) was analyzed and the allegation of lead damage has been confirmed. The investigation confirmed that the cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the clik anchor.